Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the channel was clogged by deviation use from instructions for use. The event can be prevented by following the instructions for use: "operation manual warns on suctioning solid matter may clog suction channel and/or suction valve in 4.2 insertion." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation is still pending. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a clip stuck in the working channel and was failing the leak test. The issue was found during an unknown diagnostic procedure. The clip was suctioned into the channel during a previous colonoscopy. The residual polyp was noticed at the residual clip site and the clip was accidentally suctioned into the channel. The scope was changed mid-procedure with minimal delay and the patient under deep sedation. The procedure was completed with a different scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leakage from the instrument channel, the forceps passage had scrapes and kinks, the control knob had play, the distal end cover was dented, and the bending section rubber glue was cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This supplemental report is being submitted to provide additional information based on the information supplied by the repair center.